Manufacturer narrative:
Analysis inspected 1 opened and used enlite sensor and found sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a lost sensor alert. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer stated that she was unable to see the sensor cannula. Customer was advised that the sensor would be replaced and agreed to return the device for analysis.